Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was implanted in the his bundle. Approximately two days post implant, the lead dislodged and loss of capture was noted. The lead was explanted and replaced, no patient complications have been reported as a result of this event.